Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement no harm requiring medical intervention was reported. Product return requested for mmt-1886. Customer agreed to return the device.

Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No pump error 63 alarm during testing. Successfully downloaded history files and traces using thump. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 25-jun-2024 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 06/23/2024 at 21:13:53.000 and 21:14:18.000, 06/25/2024 23:56:42.000 during bolus/basal/fill cannula deliveries. Also, pump error 63 alarm (filenumber: 2017, linenumber: 147) (variable=15) on 06/23/2024 at 03:52:33.000 and 10:23:29.000 and 06/24/2024 at 22:37:14.000 and 23:57:29.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, serial number label missing, end cap address label fading, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Pump error 63 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.